Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: the battery cap and cartridge cap was not returned. All testing was performed with the test caps. The display was found to be dim and discolored. Unrelated to the complaint, the battery compartment was observed to be cracked in the thread area and below the grip pad. The audio bolus button cover was also torn; however, the bolus button was responsive to button presses. The pump cover was observed to be cracked between the corner of the lens and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.